Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 535 mg/dl, which was addressed with a manual injection. Customer stated that elevated bg was due to settings needing adjustment and consulted healthcare provider (hcp) to discuss pump settings.